Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report that a patient's precision system was explanted due to a pocket infection was received. The patient's symptom was high white blood count. The pt was given IV and oral antibiotics. The patient's infection has ceased and is reportedly doing well.

Event description:
A report that a patient's precision system was explanted due to a pocket infection was received. The patient's symptom was high white blood count. The patient was given IV and oral antibiotics. The patient's infection has ceased and is reportedly doing well.